Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned or evaluation. Returned product consisted of a maverick 2 balloon catheter with no other devices. There was blood in the inflation lumen. There was no damage to the tip. Magnified inspection identified a pinhole in the balloon material 5mm from the proximal markerband. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-dec-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery (lad). A 2.00mm x 12mm maverick²¿ balloon catheter was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.